Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: vent was giving low o2 alarms while running at 100 % o2. No patient harm.